Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2021. There were two low flow alarms that were logged since (B)(6) 2021. Information received from the site indicated that, in addition to the low flow event, the patient was found to be hypovolemic and had a new, spontaneous hemorrhagic cerebrovascular accident (cva), demonstrated on computerized tomography (CT) scan, with associated difficult swallowing. Additional information from the site indicated that while admitted, the patient experienced acute agitation and aphasia associated with the cva, a left parietotemporal hemorrhage with a two-millimeter midline shift. Of note, the patient experienced hypoxia and difficulty clearing secretions, and developed acute hypoxic respiratory failure following an aspiration event associated with the patient's difficulty swallowing and altered mental status. The patient was started on antibiotics for presumed pneumonia with fever. A repeat head CT revealed an evolving hemorrhage. The patient was transitioned to do-not-resuscitate/do-not-intubate status and subsequently died. The cause of death was indicated as hypo xic respiratory arrest. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, infection, respiratory dysfunction, neurological dysfunction, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2021. Two (2) low flow alarms were logged since (B)(6) 2021. Information received from the site indicated that, in addition to the low flow event, the patient was found to be hypovolemic and had a new, spontaneous hemorrhagic cerebrovascular accident (cva), demonstrated on computerized tomography (CT) scan, with associated difficult swallowing. The patient was on anticoagulants which were reversed with vitamin k and fresh frozen plasma (ffp). Additional information from the site indicated that while admitted, the patient experienced acute agitation and aphasia associated with the cva, a left parietotemporal hemorrhage with a two millimeter midline shift. The patient's international normalized ratio (inr) was 2.8 at the time. The patient had also received an anticonvulsant and platelets. Of note, the patient experienced hypoxia and difficulty clearing secretions, and developed acute hypoxic respiratory failure following an aspiration event associated with the patient's difficulty swallowing and altered mental status. The patient was started on antibiotics for presumed pneumonia with fever. A repeat head CT revealed an evolving hemorrhage. The patient remained aphasic and minimally responsive, and was noted to have fewer respirations and low vad flows. The patient was transitioned to do-not-resuscitate/do-not-intubate status and subsequently died. The cause of death was indicated as hypoxic respiratory arrest. Additional information from the site indicated that the patient experienced pulmonary pneumonia and a gram-negative bacterial infection. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, infection, respiratory dysfunction, neurological dysfunction, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pulmonary pneumonia and a gram-negative bacterial infection.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include additional patient signs/symptoms and contributing factors. Correction h6: patient ime code was updated. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a slight decrease in power consumption and estimated flows starting on 04/oct/2021. Two (2) low flow alarms were logged since 04/oct/2021. Information received from the site indicated that, in addition to the low flow event, the patient was found to be hypovolemic and had a new, spontaneous hemorrhagic cerebrovascular accident (cva), demonstrated on computerized tomography (CT) scan, with associated difficult swallowing. The patient was on anticoagulants which were reversed with vitamin k and fresh frozen plasma (ffp). Additional information from the site indicated that while admitted, the patient experienced acute agitation and aphasia associated with the cva, a left parietotemporal hemorrhage with a two millimeter midline shift. The patient's international normalized ratio (inr) was 2.8 at the time. The patient had also received an anticonvulsant and pla telets. Of note, the patient experienced hypoxia and difficulty clearing secretions, and developed acute hypoxic respiratory failure following an aspiration event associated with the patient's difficulty swallowing and altered mental status. The patient was started on antibiotics for presumed pneumonia with fever. The patient remained aphasic and minimally responsive and was noted to have fewer respirations and low vad flows. It was further reported that the patient experienced malnutrition. The patient was initially seen at an outside heath provider and a 10 lb weight loss was noted. The patient later then fell and hit their head. The first CT was negative, and the patient was later admitted for peg tube and nutrition. Doppler pressure was 80 mmhg, and the patient had a heart rate of 62 beats/min. A repeat head CT revealed an evolving hemorrhage. Additional information from the site indicated that the patient experienced pulmonary pneumonia and a gram-negative bacterial infection. The patient was transitioned to do-not-resuscitate/do-not-intubate status and subsequently died. The cause of death was indicated as hypoxic respiratory arrest. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, infection, respiratory dysfunction, neurological dysfunction, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced malnutrition. The patient was initially seen at an outside heath provider and a 10 lb weight loss was noted. The patient later then fell and hit their head. The first CT was negative, and the patient was later admitted for peg tube and nutrition. Doppler pressure was 80 mmhg, and the patient had a heart rate of 62 beats/min.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the patient died and provided additional details surrounding the event. This information was received from the mechanical circulatory support (mcs) product surveillance registry (psr). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that while admitted, the patient experienced acute agitation and aphasia associated with the cerebrovascular accident (cva), a left parietotemporal hemorrhage with a two millimeter midline shift. The patient's international normalized ratio (inr) was 2.8 at the time. The patient had also received an anticonvulsant and platelets. The patient experienced hypoxia and difficulty clearing secretions, and developed acute hypoxic respiratory failure following an aspiration event associated with the patient's difficulty swallowing and altered mental status. The patient was started on antibiotics for presumed pneumonia with fever. A repeat head computerized tomography (CT) revealed an evolving hemorrhage. The patient remained aphasic and minimally responsive, and was noted to have fewer respirations and low ventricular assist device (vad) flows. The patient was transitioned to do-not-resuscitate/do-not-intubate status and subsequently died. The cause of death was indicated as hypoxic respiratory arrest.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had low flows on the ventricular assist device (vad) and fell. The patient was found to be hypovolemic and had a new, spontaneous hemorrhagic cerebrovascular accident (cva), demonstrated on computerized tomography (CT) scan, with associated difficult swallowing. The patient was on anticoagulants which were reversed with vitamin k and fresh frozen plasma (ffp). No further patient complications have been reported as a result of this event.